Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the image was dark while using the endoscope. The hosp did not report any pt effects.